Event description:
An adult female patient was receiving a neosynephrine infusion 40 mg in 250 ml. The patient's blood pressure kept dropping. Because of the drop in blood pressure, the nurse caring for the patient was titrating the infusion. The maxplus clear needless valve connected to the patient's IV was becoming disconnected (untwisting) and solution was dripping into the bed. After the fourth time of the valve becoming disconnected, the extension set and the maxplus clear needless valve was removed. The patient has since been discharged from the hospital. (B)(4).

Manufacturer narrative:
The device has been received and the failure investigation is not yet complete. A follow up report will be submitted upon completion.